Manufacturer narrative:
The insulin pump was received with no button response due to flattened down button dome switch (no crease) and an unlocked lcd keypad connector. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify back light anomaly due to buttons not responding. Pump received with cracked casing at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that his backlight was not working on his insulin pump. The patient's blood glucose at the time of incident was 150 mg/dl. The customer changed to a new battery but the backlight remained non-functional. The insulin pump was returned for analysis and a replacement device was shipped to the customer.